Event description:
It was reported that approximately seven-months post-operatively two x ia blockers have migrated. Revision surgery has not occurred and is not currently scheduled. This report captures the second of two blockers.

Manufacturer narrative:
H3 other text : device remains implanted.

Event description:
It was reported that approximately seven-months post-operatively two xia blockers have migrated. Revision surgery has not occurred and is not currently scheduled. This report captures the second of two blockers.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.